Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure. Reportedly, there was slight resistance during advancement of the prostyle devices and both prostyle devices broke at the guide but were still held together by the actuator wire. There was no resistance during removal of the devices from the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported bend was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to difficulty inserting the device resulting in a bent sheath include, but are not limited to, anatomical conditions or aggressive manipulation. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the prostyle devices did not break at the guide. The sheath bent during insertion of both prostyle devices. The first device bent at the sheath during insertion attempt. The second prostyle device was attempted to be inserted but the sheath was noted to be bent as the physician struggled to insert the device. Staff believe it is possible physician placed excessive pressure on the sheath. No additional information was provided.